Event description:
The physician at facility attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. The puncture was reported to be antegrade and in a vein graft. The insertion of the device "was not easy," but it was possible. The needles were deployed and both the anterior and posterior sutures captured. The device was not able to be removed. It was then noted that the device had a "sheath break direct under the foot." The pt was taken to surgery for sheath removal. The pt was reported to recover without further sequelae.